Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Correction: d1 brand name, d2 type of device. Additional information: d9 device returned to manufacturer. Samples for evaluation: received one (1) used cannula hub and five (5) unused and in original packaging of introcan safety-w pur 20g, 1.1x32mm-EU for lot number 24c15g8316 and material # 4253566-01. Visual inspection: 1 piece cannula hub: observed the safety clip was not engaged onto the cannula tip. The safety clip was dislodged from the cannula. No damages on both external and internal side of clip hole. Clip travel scratch lines was observed on cannula surface until cannula tip area, indicating that the safety clip did travel until the cannula tip. No dented or excess metal nodes observed on cannula surface. The cannula outer diameter was measured and found to be within the specification. Simulation: the returned 1 used cannula hub was manually assembled with a fresh catheter hub for clip verification during cannula withdrawal. Results: from the simulation, the safety clip of the returned sample was able to engage successfully and completely cover the cannula tip. Clip functional test: the returned 5 pieces in original packaging were subjected to safety clip function. Results: from the simulation, the safety clip of the returned sample was able to engage successfully and completely cover the cannula tip. Reference to the instruction for use (IFU): under application section, withdraw needle straight back with a controlled and continuous motion (minimize rotation of needle). Metal safety shield will automatically attach to needle tip as needle tip exits catheter hub. Conclusion: no defect was observed on the clip functional test on the returned samples. No abnormality was observed. Complaint is not confirmed.

Event description:
According to the event description: a nurse was punctured herself while disposing of the needle, after the safety device had already triggered but not properly.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.